Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device 8100 had error 242.4030 and from error logs 200.1200 and 240.4150 was not identified during the customer call. Tech support recommended biomed to ensure the motor connector is securely connected. If the issue persists, they may replace the ail assembly, as the motor encoder is integrated into that assembly. Biomed confirmed that they will send the device in for bd factory repair. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the 8100 had an error 242.4030 also additional showing from error logs 200.1200 and 240.4150. There was no patient involvement.